Event description:
Same case as MFR#2134265-2008-02688. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and/or myocardial infarction occurred. The physician implanted a 2.75x24mm taxus express2 drug eluting stent and a 2.50x20mm taxus express2 drug eluting stent in an unspecified location. An unknown amount of time later, the patient suffered a stent thrombosis and/or a myocardial infarction. Further information has been requested but has not been provided.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.